Event description:
It was reported that the patient experienced presyncope and the lead exhibited loss of capture on (B)(6) 2011. The lead was capped and replaced on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.